Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, and t-wave oversensing (twos). Follow-up was conducted with the field representative and verified that reprogramming had been completed. It was noted that the patient was transferred to another hospital due to high troponins. No patient complications have been reported as a result of this event.